Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a total colectomy the device did not seal. End tones, indicating a complete seal cycle, were provided by the generator in use. The surgeon opened another device in order to complete the procedure. There was no blood loss or patient injury.